Event description:
Clinical trial. It was reported that 138 days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a reintervention. The index procedure identified one de novo target lesion in the mid rca (right coronary artery) which was direct stented with a taxus express2 3.5x20mm stent. The patient was discharged the following day on asa and plavix. The patient returned 138 days later for re-pci of the target lesion. The patient was reported to be taking asa and plavix at the time of this event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.